Event description:
After 5 months of implantation, this pacemaker was explanted because od erosion.

Event description:
After 5 months of implantation, this pacemaker was explanted because of erosion.